Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed, however, pinholes in the shaft were noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified distal right coronary artery. Pre-dilatation was performed and a 2.5 x 12 mm xience xpedition stent delivery system was advanced to the lesion; however, on the first inflation at 10 atmospheres the balloon ruptured. The stent was deployed at the lesion and post-dilatation was performed with an unknown balloon catheter to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.